Event description:
Patient reports right side "broken device". The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis of the returned device identified a broken shell with a sharp edge on the posterior side. Approximately 0-25% of the shell was missing, and flat/creases were noted. Based on the device analysis the final assessment is: a broken shell with sharp edges assessed as an unidentified (tear) opening. As a portion of the shell was missing, the results are inconclusive.

Event description:
Patient reports right side "broken device". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and product has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side "broken device". The device has been explanted.